Manufacturer narrative:
(B)(4), suspect medical device: reaction vessel lot 72252p100, expiration date: na. Concomitant medical products: architect i2000sr analyzer, list # 3m74-02, (B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
It was reported that a vns pt experienced painful stimulation and had his vns programmed off due to the painful stimulation. Moreover, the pt experienced a burning sensation at the site of the generator after the pt's device was programmed off. X-rays were taken and sent to the MFR. Review of x-rays indicated the generator placement appeared to be normal, and the filter feed-through wires appeared to be intact. The lead connector pin appeared to be fully inserted into the generator connector block. There was no lead behind the generator. No obvious lead discontinuities or acute angles were observed in other portions of the lead body that could be assessed. At the moment good faith attempts to obtain additional info from the treating nurse have been unsuccessful to date as the pt was referred for eval.

Manufacturer narrative:
(B)(4). Suspect medical products, lot #, other lot#: architect reaction vessels, lot 72252p100, device MFR. Date: 12/16/08, expiration date: na architect i2000sr analyzer, list # 3m74-02, (B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Event description:
The customer observed random architect i2000sr error code 1007 (unable to process test, activated read failure) when reaction vessel (rv) lots 71077p100 and 72252p100 were in use. There was no impact to patient management.